Event description:
It was reported during surgery, the surgeon was implanting a 2.3 variable angle screw and tightening it down in the final turns when the driver tip broke. The surgeon tried to get the tip out but failed. The tip was left in the patient and the doctor burred the tip flush with the screw. The surgery was completed after a 30 delay which increased the patients time under anesthesia. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00663 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the 2.3mm x 16mm lkg variable angle screw was not received for evaluation. Manufacturing and inspection records could not be reviewed as the 2.3mm x 16mm lkg variable angle screw (part number 30-2316) batch/lot number is unknown. Based on the information received, the root cause could not be determined.